Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11i19040. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient developed listeria. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was listeria. Treatment information was not reported. The patient was recovering from peritonitis. Outcome for listeria was not reported. On an unreported date, dianeal therapies were withdrawn. The nurse reported that the event of peritonitis with culture for staphylococcus aureus was not related to dianeal therapies. An opinion of causality was not provided for the event of listeria.